Event description:
A customer complaint was received through company's product distributor that their acl 100 coagulation analyzer was reporting low inrs (international normalized ratios). A service engineer identified that the customer's instrument inr setting was turned off and they had been reporting ratio results as inrs. They observed that instrument printouts dated back to 07/02/02 showing the inr off. Further review of service history shows the instrument's vdu was replaced in july of 2002. The complaint text stated that there were no known injuries or deaths associated with the above event. However, in follow-up communication with the customer, it was noted that a patient at their facility with elevated inrs was transferred to a nearby hospital where pt later died. Note: there is no available evidence that the pt's death is related to the incident.